Event description:
While using the cadd prism pump, IV tubing failure 3 times, once allowing air to be pumped through pic line. Had to wait 2 days for co to get in a pump with an air detector. Most pumps being used have no air detector and pump will pump fluids or air. Rptr feels this is very risky.

Event description:
Add'l info rec'd from MFR 8/8/02: when pt was sleeping they rolled over into a large puddle of liquid, which upon observation was found to be the medication leaking from the spike which had completely broken away from the tubing. The pt stated at that point they noted large air segments in the tubing, and some of the air was noted at the distal end of the tubing to PICC line. The pt stated they shut off the infusion immediately but can only assume they did receive some air. Pt remained asymptomatic and has had no sequelae. Unable to locate the alleged device.